Event description:
I'd like to report a false positive from a rapid test from a (B)(6) for your records. A rapid test on (B)(6) 2021 done at (B)(6) with (B)(6), np reported positive, but with a negative, invalid reference range. Then I took a pcr test at another provider and the test came back negative. FDA safety report ID# (B)(4).